Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot number(s) h13l30073 and h14b03087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient began treatment with an unknown medication ip (dose unknown, weekly twice) for peritonitis. In the same month, the treatment was discontinued. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h13l30073 and h14b03087. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.